Event description:
Edwards received information that this mitral bioprosthetic valve was explanted at implant due to sizing issues. As reported, the patient was admitted due to native mitral valve regurgitation and ischemic heart disease. A 29mm pericardial bioprothesis was chosen; however, they were unable to seat the valve due to impinging p1, causing the valve to be incompetent. The decision was made to downsize and the 29mm valve was replaced with a 27mm pericardial bioprosthesis. Tee revealed the new valve to be competent and the patient was transferred to the intensive care unit. Post-operatively, the patient developed acidosis and renal failure. She was placed on crt and initially made some recovery; however, the patient began having episodes of ventricular tachycardia. There were at least three (3) episodes of arrest and on the last arrest, the patient become acidotic and was unable to handle crt. The decision was made to begin comfort measures and the patient later expired.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.